Event description:
It was reported that the customer had a failed battery test on the pump. Customer's blood glucose level was 152 mg/dl. Customer was advised to clear the alarm with the esc and act buttons. Troubleshooting was performed and the customer still received a failed battery test. Customer received a battery out limit alarm during the failed battery troubleshooting. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump was received with failed battery test alarm and battery out limit alarm after battery change due to faulty b1 on mb. Unit had bleeding on lcd glass. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.